Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 25.4 mmol/l and 2.5 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.